Manufacturer narrative:
Device evaluation: although cracks in the pump housing were confirmed, a specific root cause could not be conclusively determined during the evaluation. Visual inspection found multiple cracks running perpendicular to the cap ring threads along the entire circumference of the pump housing. A piece of the pump housing between two of the thread cracks was missing. The pump was pressurized for leak testing and air was found to leak from the missing section of the pump housing. The pvad was forwarded to an outside laboratory for additional testing and no organic environmental stress cracking agents were found. However, organic residues such as proteins, pressure sensitive adhesive residues, cellulose, and polyester fibers were noted and can trap mild environmental stress cracking agents such as isopropanol. Inspection of the cracks via scanning electron microscope found they initiated at the top most thread of the housing, propagated long the exterior surface, and from the exterior through the thickness of housing. This is consistent with exposure to a cracking agent on the exterior of the pump. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a paracorporeal ventricular assist device (pvad). It was reported that the patient presented to clinic with a cracked outer housing in the rvad pvad. The patient was taken to the operating room for exchange of the pvad.

Manufacturer narrative:
Approximate age of device: 5 months. The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: mr (B)(6) is a (B)(6) male with thoratec pvad and hm ii lvad who presented for routine clinic visit today and was discovered to have a crack in the pvad housing unit. Pt is being admitted for pvad exchange on (B)(6) 2015.